Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 400 mg/dl. Customer was hospitalized for high readings. Customer was treated with insulin drip. The customer stated that there might be an over delivery anomaly. The customer stated that the pump was not worn during an MRI. The insulin pump was not returned for analysis.